Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted in the diagnostic methods that device/interrogation data was taken on (B)(6) 2017 which found rechargeable system problems. Additional information received from the hcp updated the signs symptoms to include that the patient has presented cervical dystonia, severe retrocolix because the external charger malfunctioned. As a result "the system could not be loaded." The device diagnostic methods results were also updated to include that the rechargeable system is discharged and can't receive a charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient experienced severe retrocolic cervical dystonia, with the etiology noted to be related to the device or therapy and unlikely related to the implant procedure. As a result the patient had an unscheduled clinic or office visit, with the device explanted/replaced on (B)(6) 2017, and the outcome of the event still ongoing. The seriousness of the event also resulted in a permanent impairment of a boy structure or a body function. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the event to resolved without sequelae as of (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp indicated that the event was still ongoing. No further complications are anticipated.